Event description:
During the device evaluation, the cystonephro fiberscope exhibited detachment/peeling off of a section of the device insertion tube coating/sheath. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root case of the delaminated/detached section of sheathing could not be determined, however, the issue was likely the result of component failure due to repetitive use stress and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.